Event description:
Literature was reviewed regarding a 75-year-old male patient who underwent transcatheter aortic valve replacement (tavr) to treat severe aortic stenosis.  During the implant procedure, a medtronic 29-mm evolut pro bioprosthetic valve was initially positioned but dislodged into the aorta while attached to the delivery catheter system.  The valve was re-sheathed and deployed in position below annulus which resulted in severe aortic paravalvular regurgitation as the entire valve skirt was within the left ventricular outflow tract.  A second valve 29-mm evolut pro bioprosthetic valve was then positioned at a higher location in attempt to seal the paravalvular leak by overlapping the device skirts and the annulus; however, this resulted in embolization of both valves into the aorta.  The first valve was snared and pulled back to aortic arch, and the second valve which remained attached to the delivery catheter system was re-sheathed and re-positioned.  However, deployment of the second valve resulted in severe aortic regurgitation.  Finally, a non-medtronic bioprosthetic valve was successfully implanted within the second evolut pro valve at the level of the aortic annulus with good hemodynamic result and trivial aortic regurgitation.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: sliman et al. Recurrent valve migration during tavr: using one valve to anchor another valve. J invasive cardiol. 2023 may ;35(5):e277-e278. Doi: 10.25270/jic/22.00255. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.